Manufacturer narrative:
(B)(4). Date sent: 08/21/2025 b3: only event month and year known: july 2025 d4: batch # 465d11. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload(b) and a gst60d reload(c) present. The reload(b) was received unfired, with the pan detached from the reload and one double driver missing. The reload(c) was received partially fired 1/16. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished # psee60a, with lot/batch # a97h9u, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 465d11, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples malformed after firing. And then during the surgery, it was observed that there was oozing after firing when both staple line and cut line were completed. They used compression hemostasis to stop the oozing. Changed another one staples to continue the surgery but the same problem happened. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.